Event description:
Customer meter allegedly giving incomplete numbers.the issue occurred in 6/2003, since then they stopped using the meter and been using a friend's meter for testing. They did report symptoms of shakiness and blackouts. They did mention of a treatment but did not specify. There was no evidence of an adverse event, based on the information provided. The customer contacted medical professional for advice. The customer service rep tried troubleshooting, the meter still gave incomplete readings. The customer was strongly advised to call on the onset of a problem, advised not to wait too long so the issue can be corrected right away. The meter was replaced due to an unresolved issue.